Manufacturer narrative:
The device was not returned for evaluation. As reported, the temperature dot was black prior to use. An activated temperature dot can cause the fasteners to exceed the maximum temp and fuse to the mandrel. This is the most probable root cause of the first fastener locking; however, without the subject product, we cannot definitively determine this. The IFU for the sorbafix fixation device warns the user "do not use if the center of the temperature indicator is black" and instructs the user to "store the sorbafix ¿ absorbable fixation system at room temperature. Avoid prolonged exposure to elevated temperatures." Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. This file represents device #1 used. A second MDR will be submitted for device #2. Device not returned.

Event description:
It was reported that during a laparoscopic diaphragmatic hernia correction, with a ventralight mesh, when using the first sorbafix (device #1), the first tacker was locked and it did not come out. It remained on the tip of the device and had bleeding during the surgery. Another sorbafix (device #2) was brought in, and it was stated that the package was going bad. When using the second device, it only gave 10 tackers out of 30 and some did not fix well. The tacker also jammed again in the tip of the device. The degree of bleeding was a little and this was addressed using stitches, prolene suture t2-0. There was no patient injury noted at the site of the bleeding. As reported, the temperature dot was black prior to use. The surgeon is a new user of the sorbafix device.